Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the nigh prior they had been going to the bathroom so much and they were just wetting all the time. Patient stated that they had a uti and was taking antibiotics and it resolved. Patient stated that they also talked to the hcp and was on antibiotics again because they confirmed they currently had another uti. Patient mentioned that they would get the uti and then it would go away for a week and then as soon as they got off the antibiotics, it would come back. During the call, patient had access to their patient programmer and showed that stim was on. They were on 1.3v and increased it to 1.8v confirming it was comfortable. It was reviewed for patient to keep track and monitor therapeutic response, and to follow up with hcp is no resolution. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/pelvic floor. It was reported that the patient stated they had a bladder infection ¿prior to the implant and then when they had it and then after new years they had it but now they didn¿t have any infections at all, but they were going to the bathroom and wetting and leaking.¿ to clarify what the patient said: the patient had a bladder infection prior to the implant, but then acquired another bladder infection and also a kidney infection during the implant. At the time of the call they did not have the infections anymore, but their device still was not helping their symptoms. Patient said that they had not been getting symptoms relief since implant, but said that their trial was helpful for their symptoms. The patientsaid they began having an infection ¿right away¿ when they had the permanent implant put in on (B)(6) 2017. The bladder infection then turned into a kidney infection. The patient stated that after a day or two it turned back into just a bladder infection. Patient stated they spoke with the health care professional (hcp) to help the patient ¿bump up¿ stimulation. During the call the patient synchronized with the implant and was shown to be on program 1 at 1.0v and increased to 1.4v and said that was too strong, so they lowered to 1.3v and said that was comfortable. Patient stated they were taking ¿all kinds of antibiotics for the infections, but stated they are no longer using them. Patient stated they would call back if they needed to increase amplitutde again. There were no further complications reported.